Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter replaced due to fluid loss from a hole at the top of the balloon near the entry point of the tubing resulting in incontinence. Only the balloon and pump components of the artificial urinary sphincter were replaced. There were no patient complications reported.